Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2019-09470 & 1627487-2019-09469. It was reported that the patient experienced a fever after an explant (exact date is unknown). As a results, the patient was placed on antibiotics. The issue was resolved with antibiotics.

Event description:
Related manufacturer reference# 1627487-2019-09470 & 1627487-2019-09469.